Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of CPAP states call supplier. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, and observed the error message-humidifier problem, scratched ui bezel plus, blower box with contamination, heater plate with electrical damage. The customer complaint was not reproduced. There was one error has been identified. The device was scrapped.